Manufacturer narrative:
See manufacturer¿s report # 3007566237-2016-04354 for the patient¿s other issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from consumer regarding a patient implanted with a neurostimulator for occipital neuralgia reported that they had emergency surgery to taken out the implantable neurostimulator (ins)because the physician put it in too superficially and it ruptured through the skin when they turned their face to the right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.